Event description:
Braun thermoscan rec'd a medwatch report (#4002225) that indicated a consumer had telephoned FDA with concerns about the safety of storing extra lens filters in the handle of either the hm-3 or hm-4 of the ear thermometer. The consumer claimed that "spares have fallen out and child has attempted swallowing it." This consumer recommended that a choking warning be on the label. From the report rec'd, it is not known how many lens filters the consumer attempted to place in the handle, whether they were positioned properly, or how the child had access to the lens filters.